Event description:
Just finished drawing blood culture from a-line and realized that blood was dripping from the a-line. Secured connection, blood still dripping. Found hole in t-connector for a-line. Changed t-connector without incident. Dressing changed and a-line functioning well. Pt has behavioral issues so may have bit tubing.